Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had an unknown call service alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: there were multiple call service 088 alarms observed in the pump's black box. The prime steps were performed without issue. The pump was exercised for 24 hours and a call service 088 alarm was duplicated. Moisture wsa found on the internal components of the pump.